Manufacturer narrative:
(B)(4). Reported in another MDR.

Event description:
Per the clinic, the patient sustained facial nerve paralysis as a result of his implantation. This condition has been treated but the condition has not been alleviated. This device has been explanted and has been reported under 6000034-2012-00270.